Event description:
Cervical fusion surgery, entire left side where the implant is installed, hurts me so. It is sore, it burns, it's numb, and stiff with pain all day (24-7). I mean my entire left side from my head to my left foot hurts. I can not lift, push or pull anything. I have suffered with this for six long years. I have difficulty swallowing, breathing and speaking. I have lots of swelling and inflammation, I have become disabled from the implant surgery and I need the implant removed. I want to work again, I am young. Dr. (B)(6) has been told of my condition since 2006. He has not done the appropriate medical care for me. I need help. Medical attention. Dates of use: implant installed in (B)(6) 2006. Diagnosis or reason for use: right neck and shoulder pain. Dr. (B)(6).